Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint that there are issues with alaris pump infusion with attached filter is occluded; it will not prime could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 lot number 20105711 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 6 as lvp 20d low sorb ss 1.2m sets' filters were occluded and would not prime. The following information was provided by the initial reporter: "I moved back to the niccu as one of the clinical supervisors. We are having some issues with alaris pump infusion with attached filter is occluded. It will not prime. We had at least 6 infusion sets affected all with the same lot. We attempted to pull the affected lot from our supply, but we keep getting more."